Manufacturer narrative:
H.6. Investigation summary: the DHR review process was not a able to be performed due to the lot number was unknown. Bd confirmed 5 returned collector boxes had no product labels. It was confirmed the lack of label failure mode is related to the manufacturing process. Conclusion: based on this investigation it was confirmed this issue like a failure mode related to manufacturing process, the current process controls were reviewed and it was confirmed that there are filters already implemented within the process through visual inspections; as part of the following-up on this complaint, a quality alert med-qaj-c-1917 was posted in the manufacturing process to make aware all people involved in the manufacturing of this product; according to risk assessment result a corrective action is not required however the issue was considered critical therefore, missing label issue will be addressed to a CAPA record car-jrz-00000127. All the complaint information was captured also for tracking and trending purposes. Root cause: the root causes that contribute to a part without label were the following: left over from the label roll. Label is dropped from the base. Change-over roll. Re-process method. Contamination by label roll waste. Ribbon breaks in the joins. H3 other text: see section h.10.

Event description:
It has been reported that the sharps coll next gen 5.4qt red 20/pack has experienced 5 cases of missing labels before use. The following has been provided by the initial reporter: "biohazard" label wasn't placed on the container.

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the sharps coll next gen 5.4qt red 20/pack has experienced 5 cases of missing labels before use. The following has been provided by the initial reporter: "biohazard" label wasn't placed on the container.